Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed for no delivery alarm. The insulin pump was able to rewind and insulin exited through the tubing. The no delivery alarm was caused by infusion set or reservoir. The product was not returned for analysis.